Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 177 mg/dl; however, his blood glucose was 428 mg/dl at one point. The customer treated the hyperglycemia by changing his infusion set and resuming pump therapy. Troubleshooting was initiated for the no delivery alarm and the customer was assisted with running a prime, but no insulin exited the tubing. The customer then disconnected and reconnected the infusion set and reservoir and attempted to push insulin through the tubing, but insulin failed to exit and there was greater than normal resistance with the plunger push. The customer was advised that the no delivery alarm was caused by the infusion set and reservoir connection. The reservoir will be returned for analysis.